Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's right femur was revised after patient complaint of pain. The lag screw of the gamma3 nail broke at the junction of the screw and nail. The distal screw was also broken. Patient was revised to a cone conical hip construct.

Event description:
It was reported that patient's right femur was revised after patient complaint of pain. The lag screw of the gamma3 nail broke at the junction of the screw and nail. The distal screw was also broken. Patient was revised to a cone conical hip construct.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, right gamma3® ø11x380mm x 125°was alleged of issue (implant breakage - nail) could be confirmed, since the returned device matches with the alleged failure mode. During the investigation, a drill cut was found in the reaching to the breaking area. The appraisals from our health care professional: damage to the nail during the insertion of the femoral neck screw can not be excluded. If the recordings show this, then it may have contributed to the failure of the nail. Otherwise, the nail break is explained by the sent clinical findings and reports. The reversed oblique fracture of the right trochanteric region was treated with a standard nail. The postoperative x-ray shows the clear dislocation of the greater trochanter. An attempt at fragment approximation or fixation was not made. As a result, it has come to a pseudarthrosis in the area of the fracture for this reason. Since the trochanter is the starting point of the m. Gluteus medius and minimus muscles as well as the m. Piriformis muscle, the muscles contributed to a dehiscence in the area of the fracture and thus to the formation of a pseudarthrosis with each loaded step. The nail is logically then broken in the course. The pseudarthrosis is not mentioned in the picture, but in the implantation of the hip endoprosthesis just under a year after fracture treatment. Summary: the fracture was initially not properly treated. A trochanter fixation, for example with a tension bandage or at least an approximation of the fracture ends with a cerclage, should have taken place. The load should have been adjusted accordingly only when a secure construction has been made. The nail is only suitable for temporary stabilization of a fracture, so the nail breakage is not due to a relevant material defect and also the damage that may have occurred during insertion of the femoral neck screw is not to be regarded as causal. The device inspection revealed the following: a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. From technical point of view the nail broke in fatigue manner after an implantation period of 9 months. Fatigue fracture was caused by intra-operative damage contributed by the patient¿s high weight. From medical point of view the nail broke due to overload caused by pseudarthrosis which, most likely, had its origin in insufficient reduction. Referring to above the cause of the event was classified as user related, insufficient reposition and intra-operative damage, contributed by patient factor¿s (high weight). With available information a product deficiency was not verified. If any further information is provided, the complaint report will be updated.